Event description:
It was reported that pump shut down after displaying message, and pump battery was described as depleting too quickly, leading to shutdown and customer returning to multiple daily injections while office arranged new order and inquired about loaner pump. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin after shutdown, and technical support followed up, explained that insulin on board and maximum hourly bolus reset when pump turned off, confirmed customer could continue insulin, investigated battery use, and educated that reported battery use was within normal daily range, which customer understood and acknowledged.